Manufacturer narrative:
Preliminary analysis did not reveal any irregularity.

Event description:
Reportedly, a pacemaker interrogation was performed during a regular follow-up on (B)(6) 2017. However, it was not possible to read one episode recorded in the device memory, the following message was displayed: ¿error in reading episode¿.

Event description:
Reportedly, a pacemaker interrogation was performed during a regular follow-up on (B)(4) 2017. However, it was not possible to read one episode recorded in the device memory, the following message was displayed: ¿error in reading episode¿.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pacemaker interrogation was performed during a regular follow-up on (B)(6) 2017. However, it was not possible to read one episode recorded in the device memory, the following message was displayed: ¿error in reading episode¿.